Manufacturer narrative:
According to the customer on (B)(6)2024, she was laying the bed and she was trying to turn to the left when her whole body got trapped in between the bed and the bar. She was stuck in there for a long time, it took a while to get untrapped. She did not get medical attention when this occurred. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6)2024, she was laying the bed and she was trying to turn to the left when her whole body got trapped in between the bed and the bar. She was stuck in there for a long time, it took a while to get untrapped.